Event description:
In this event it was reported that a patient received two (2) osseospeed tx implants on (B)(6), 2014. Approximately two months later during a subsequent visit, the dentist found that the patient had developed perimplantitis, which the dentist believes may be due to a possible metal allergy. The dentist removed the implants on (B)(6), 2014.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.